Event description:
It was reported that there was a periprosthetic joint infection. I&d only poly exchanged.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a unknown x3 polyethylene 10 was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. A review of stryker's technical report for infection as a reason for revision, technical report (B)(4), noted the following applicable findings: "infection may arise from bacteremic seeding of the device but most of these infections are introduced at the time of surgery. Verification of infection source is limited to reviewing the types of bacteria isolated from the surgical site. Bacteria that are limited to existence as vegetative cells would be incapable of surviving robust sterilization methods such as gamma irradiation, hydrogen peroxide gas or ethylene oxide."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown x3 polyethelyne 10. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that there was a periprosthetic joint infection. I&d only poly exchanged.